Manufacturer narrative:
The affected devices have been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that the nurse programmed a pump to infuse heparin 25,000u/250ml at 18ml/h. When the rn reentered the room approximately 30 minutes later, he noticed the pump read ¿kvo¿ and the heparin ¿was streaming into the patient¿; approximately half the bag was administered. The rn stopped the pump and disconnected the tubing from the patient. There was no patient harm, however close monitoring and bleeding precautions were instituted including a stat ptt and subsequent ptt testing per protocol.

Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed. Physical inspection noted the device to be in overall fair condition with dull iui connectors and a crack in the lower door hinge. Analysis of the pcu event log shows that at 7:10pm on (B)(6) 2016 the device was programmed to infuse heparin 25000unit in 250ml at a rate of 18ml/hr. The infusion ran until 10:48am on (B)(6) 2016. The volume recorded as being infused during this period was 254.74ml. The log shows the infusion went into kvo three times and each time the user added volume to the vtbi. Between 7:58pm on (B)(6) 2016, the device alarmed 13 times for patient side occlusion. The infusion was successfully restarted after each alarm. Functional testing found the device to be delivering fluid within specification. The disposable set used during the event was not returned for investigation. The root cause of the customer¿s report of heparin infusing faster than expected was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient had heparin gtt infusing with the full bag hung. Rn set the infusion rate at 18cc/hr and locked the pump. Twenty minutes later the rn noticed the heparin bag half emptied and pump was dripping kvo (keep vein open) and faster than pump was set. Lab testing confirmed evaluated ptt."